Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm . It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced crossed contacts with excessively high impedances. The physician programmed around the impedances, but the issue was not resolved. The patient underwent a lead revision procedure and two leads were explanted and replaced.